Manufacturer narrative:
The reported event was not duplicated. During functional inspection the service technician noted no failures or malfunctions. After the functional inspection the handpiece was disassembled and visually inspected. During this visual inspection the service technician observed no components that would cause or contribute to the reported failure. Other components were replaced due to wear and the device was returned to the customer.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb sagittal saw was slow to brake. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.